Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of blood leaking from maxzero connection could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector "sprayed" blood onto the nurse's lab coat. The following information was provided by the initial reporter: "nurse using the maxzero connector experienced blood being sprayed from the connector on to her lab coat"